Event description:
It was reported that during preparation for a diagnostic procedure, an atlantis sr pro diagnostic catheter became contaminated when the physician was attempting to connect it to the motor drive unit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).